Manufacturer narrative:
Clinical investigation: attempts to obtain additional information were unsuccessful. The patient stated the stomach issue resulting in the hospitalization was not peritonitis. There was no allegation of a device malfunction or deficiency causing the patient hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported they were hospitalized on (B)(6) 2021 for ¿stomach issues¿ and were discharged on (B)(6) 2021. Patient was unable to recall the specific diagnosis, however, they confirmed it was not peritonitis. Multiple follow up attempts were made to request additional information from the patient¿s dialysis clinic, however, a response was not received. There was no allegation nor indication that the reported event was attributed to the use of a fresenius device, drug, or product.